Event description:
It was reported that the customer had a calibration error alert and bad sensor error alert on insulin pump. The customer's blood glucose level was 119 mg/dl. The customer calibration error alert and bad sensor alert was resolved by having new sensor. The customer was advised that the sensor was going to be replaced. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis hasbeen completed. No conclusion can be drawn at this time.